Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image disappeared during a laparoscopic surgery procedure. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus china checked the subject device and found that the camera cable was broken. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the breakage of the camera cable due to the external force by the handling of the user. Olympus stated the appropriate handling of otv-s7h-1n and the counter measures against abnormalities in the instruction manual of otv-s7h-1n.